Manufacturer narrative:
The fenestrated bipolar forceps instrument has been further evaluated by the advanced failure analysis and the initial failure analysis were confirmed. The instrument was placed on an in-house system and driven. The instrument exhibited unintuitive motion in which the motion started and stopped with the master tool manipulator (mtm) command and was precise, but moved in the wrong direction. It was observed that the roll gear input was in the wrong orientation compared to an in-house instrument. The roll gear input was removed and placed back in the correct orientation. The instrument was placed on the system again and passed intuitive motion. As the instrument was used only one time and the unintuitive motion was experienced immediately, it is more likely that the issue occurred during manufacturing.

Event description:
Refer for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument moved unintuitively, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to exhibit non-intuitive motion through failure analysis investigation. Visual inspection of the instrument found no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited unintuitive motion when manipulating the master tool manipulator (mtm)s and would move in the opposite direction as intended. The instrument failed to move intuitively with full range of motion in all directions on several attempts. The instrument's grip tip were not moving intuitively, i.e., they were not following the mtm input commands smoothly.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument moved unintuitively, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The instrument moved in an unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument tip moved backward. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the instrument jaw intermittently moved to the opposite direction. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. An isi technical support engineer (tse) had the customer reseat the sterile adapter (sa), but the issue persisted. The customer then replaced the instrument with a back up and resolved the issue. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No external collisions occurred. The customer confirmed that no fragment fell inside of the patient. It was unknown if there was shakiness and/or friction observed. The procedure was completed robotically with all arms. No known impact or patient consequence reported.